Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during basal delivery). The customer reported blood glucose (bg) levels between 341-500 (mg/dl). Manual injections were delivered to address bg levels.